Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received replace battery now alarm. The customer¿s blood glucose level was 9.6 mmol/l. The customer states did not receive a low battery alert prior to the replace battery now. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no battery icon anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest.